Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analyzed. The available iegms demonstrated noise on the rv channel which led to shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.

Event description:
Ous MDR - it was reported that the patient received inappropriate shocks due to oversensing. Biotronik does not have any details regarding a revision procedure. The device remains implanted. Should additional information become available this file will be updated.